Event description:
Patient reported that he received several inappropriate shocks. The patient asked for therapy to be turned off in his device.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.